Manufacturer narrative:
This follow-up report was prepared based on the returned device evaluation. The handpiece was used well beyond its useful life, and had non-manufacturer authorized parts. The chucking mechanism and the bur that was installed in the returned device were severely worn which most likely caused the bur to become unstable and bend.

Event description:
Dr. Had a bur bend while operating on patient. The tooth was cracked as a result of the bent bur. The tooth was saved and a crown was installed.

Event description:
Dr. Had a bur bend while operating on patient. The tooth was cracked as a result of the bent bur. The tooth was saved and a crown was installed.